Event description:
A (B)(6) old male pt contacted zoll customer support to report that neither of his batteries appear to be charging. A pt service rep visited the pt and decided to replace the pt's battery charger/modem and one of the pt's battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been investigated. Upon eval, the 8-bit cmos flash microcontroller located on the charger pca board (u13) was found to be defective, preventing the charger/modem from running a full battery capacity test (bct) on a battery. The cause for the defective component cannot be positively determined. No adverse event resulted from the defective component. The pt received a replacement battery charger/modem. No problems were discovered with the pt's battery pack.